Event description:
It was reported that during an implant attempt, the right ventricular lead had high resistance/impedance. The lead was repositioned with the same result and there were positioning/fixations difficulties because the helix took 30 turns to fully deploy. The lead was not implanted and another lead was successfully used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.